Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a potential false positive result for the sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). On march 31, 2021 the customer reported that they had an influenza b positive result for a patient using the sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The customer repeated the test using the patient¿s sample (same sample) on the same analyzer cobas liat system (s/n (B)(4)) and generated sars-cov-2 negative, influenza a negative and influenza b negative results. The customer sent the patient¿s same sample out for confirmation where it was tested on a different liat system and generated an influenza b negative result . The negative influenza b results were reported out of the patient and/or personnel treating the patient. The customer confirmed there was no allegation of harm to the patient. Patient sample was collected using nasopharyngeal swab viral transport media 3ml synthetic mini tip swab. Customer has been using off-label collection kit for about 2 weeks with no issues. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).